Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device failed labeled longevity and the device's life cell capacity was less than expected. The device was put through and passed a series of automated tests which verified functionality, and therapy delivery. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information in (B)(6) 2006 that at follow up, the induction episode for this implantable cardioverter defibrillator (ICD) was not in the arrhythmia logbook. A boston scientific technical services representative commented that newer episodes may have overwritten the older episode depending the number and types of episodes. Additionally, technical services discussed modifying the query and the option of doing a patient save-to-disk and device memory download. The patient was scheduled for routine follow-up (3 months). No adverse patient effects were reported. Subsequently, boston scientific received information that this device was electively explanted in (B)(6) 2010 due to normal battery depletion. The device was received at boston scientific's return product department.